Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, while inserting the catheter, the metal needle core got penetrated and the drainage tube allegedly could not able to enter the body. It was further reported that the tip of the catheter allegedly got cracked and the tube allegedly got piled up. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. The first and third photos shows the partial view of drainage catheter tip loaded with needle. The catheter tip was noted to be fracture and tip was bent. The second photo shows the label with batch, material and expiry details its matching as per the trackwise. Therefore, the investigation is confirmed for reported fracture and deformation issue. However, the investigation is inconclusive for the reported difficult to insert issue as no objective evidence found. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2025). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, while inserting the catheter, the metal needle core got penetrated and the drainage tube allegedly could not able to enter the body. It was further reported that the tip of the catheter allegedly got cracked and the tube allegedly got piled up. The procedure was completed using another device. There was no reported patient injury.